Manufacturer narrative:
Used (B)(6) 2018 as event date as there was no date provided.

Event description:
It was reported that catheter entrapment occurred. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, the device became stuck with the guide wire. Both devices were removed together as a unit. No patient complications were reported and the patient was not harmed.